Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 9.8 mmol/l at the time of the incident. The customer performed the self-test to ensure there are no problems in the background and to seek any error codes that may flag up from the test. The customer stated that they had received hardware low level failure three times consecutively. The customer was advised the insulin pump will need to be replaced after the second occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test and displacement test. Pump error 63 confirmed in pump history with variable due to cold solder joint at the keypad assembly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.